Manufacturer narrative:
Device not returned, follow up conversation with company representative. No conclusion can be drawn.

Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at levels t8 and t12 for treatment for traumatic fractures. It was reported that post procedure, the pt could not feel their legs, and the physician immediately performed a laminectomy. Reportedly, a post-operative CT scan showed evidence consistent with puncture trauma of the spinal cord. The pt was reported to continue to experience tingling in the feet and was moved to a rehabilitation center.